Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump was changing the time causing it to be incorrect. Customer did not provide further details of the reported issue. There was no reported impact to customer's blood glucose. Customer declined to review pump data with tandem technical support and declined further follow up.